Event description:
It was reported that a pt underwent a procedure with bulking agent in 2009. The pt had a history of a previously placed sling and obturator sling. During the procedure, when the surgeon inserted the urethrascope for the bulking agent, it became apparent that the previously placed sling device had sliced through the urethra, cutting it almost in half. The surgeon, who had also inserted the sling device previously, stated that when he completed the cystoscopy following the sling insertion, there had been no tape seen, however, he stated that he had utilized a 70 degree scope and potentially this may be the reason for the missed insertion.

Manufacturer narrative:
Date sent to the FDA: 05/08/2009. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.